Event description:
I thought you might want to know that the vanish point failed on m12 today after administering ketamine to a pt. In-charge attempted to push the button to make it retract and it did not. At this point in time, the vanish point was pointed slightly upward to get a better view and she pushed harder. The needle then became a fast projectile between my forehead and mcso forehead. Two inches either direction would have resulted in an impaled object and exposure issue.